Manufacturer narrative:
The device was received for evaluation. Upon visual inspection of the 3.5mm coupler jaw assembly, no signs of use were visible on the coupler rings which was consistent with the complainant¿s statement that the bent pin on the coupler assembly was found prior to use. While viewing the returned 3.5mm jaw assembly, bent pins were visible on the right ring of the jaw assembly. When viewing the left ring, a bent pin was visible. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.5mm coupler had a curved needle on one side and three curved needles on one side. This issue was identified during setup and preparation prior to patient use. A new product of the same model was used with no issues. There was no patient involvement. No additional information is available.